Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade IV with pain and intracapsular rupture". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade IV. Continued e1 phone number: (B)(6). Continued g2 other report source: french national agency for the safety of medicines and health products. Continued d4 device info.: mcghan style 410 mf 335g soft touch.

Event description:
Healthcare professional through regulatory agency reported "capsular contracture baker grade IV with pain and intracapsular rupture". This record is for the right side. Device was explanted. It is unknown if it will be returned.

Event description:
Healthcare professional through regulatory agency reported "capsular contracture baker grade IV with pain and intracapsular rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.6., g.1., h.6.